Manufacturer narrative:
An event of the valve leaflets sticking in the closed position after implant was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a bentall procedure was performed and a 25mm sjm masters series heart valve w/teflon cuff was implanted and a j graft shield neo valsalva (jnvt-2809, serial# (B)(4)) was concomitantly implanted. After closing the patient's chest, the leaflets stuck in the closed state. The physician re-opened the patient's chest and the valve was rotated approximately 30 degrees. By shaking the heart, the leaflet started operating again. The procedure was completed without replacing the valve. It was noted the patient went into ventricular fibrillation (vf) after the procedure, but the user does not associate that with the valve.